Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received. Ac power was applied to the rf generator which failed to complete the boot sequence with only a white screen displayed, which confirms the field reported issue. Additional testing isolated the root cause of failure to initialize to the microprocessor within the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported display issue was isolated to abnormal functionality of the upper assembly microprocessor.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a startup issue. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
Additional information g4, g7, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported startup failure and subsequent procedure cancellation could not be determined.